Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to complete functional testing including the prime test due to a loose drive support disk. The pump was received with minor scratches on the lcd window, a broken reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap was loose. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.